Event description:
Per the patient, in (B)(6) 2015, the first time the patient used the ptm (personal therapy manager) the boluses were too strong so they lowered the dose and number of boluses per day. The boluses would knock her out for a day or two. The boluses were lowered from ¿3.0 something¿ and they had lowered it 4 times already. She was allowed 3 boluses per day instead of 6 with a 4 hour lockout interval. The boluses still knocked her out, but they wanted her to continue to use the ptm instead of oral pain meds. The device system was delivering morphine. It was later reported by the pump managing physician that at the (B)(6) 2014 refill visit, the patient was receiving a pa (patient activated) dose of 0.3 mg; the ptm settings were 4 hour lockout with 6 activations allowed per day with a dri (dose restriction interval) of 6/24 hours. At the visit, the pa dose was decreased to 0.25 mg. The logs showed that the patient had not been using the ptm much (0-2x/day) as it ¿knocks her out the next day¿, so she was hesitant to use it. She last used it 12/03 and only 5x in november. Her oral oxycodone had been decreased from 4x/day to 1x/day with the ptm initiation. The patient really wanted to take 2 per day, but they decided to lower the pa dose from 0.3 to 0.25 to see if she could tolerate using the ptm more frequently rather than adding more oral pain meds. The patient was to call if she couldn¿t tolerate the new dose. The patient was seen again on (B)(6) 2015 for a refill visit. Her pa dose was decreased to 0.15 mg as the logs showed that she was using the ptm 0-2x/day as she felt that it was still too strong and she wanted another decrease in the pa dose. The patient was prescribed oxycodone 2x/day, but encouraged to try the ptm first at the lower dose. The patient was seen again on (B)(6) 2015 where the pa dose was lowered to 0.1 mg. The logs revealed that she was using the ptm 0-1x/day. She was still saying that it ¿knocks her out¿ and she wanted another decrease in the pa dose. She was tolerating the continuous dose okay and the oxycodone 2x/day. The patient was seen on (B)(6) 2015. The pa dose was decreased by 50% to 0.05 mg and the activations were decreased to 3 activations per day. The logs showed that the patient had only used the ptm 6 times since the last adjustment on (B)(6) 2015. She didn¿t try the ptm until (B)(6) 2015. She reported taking 2-3 oxycodone per day and then only taking 1 some days to make up the difference. She wanted the oxycodone increased to 3x/day; it remained at 2x/day. The patient was encouraged to try to use the ptm as much as possible and use less oral pain medication and they would continue to make adjustments. The patient was seen on (B)(6) 2015 to have the pump checked after an MRI. She stated that the 50% in the pa dose on (B)(6) 2015 still seemed strong. She had used the ptm twice since then and used it a third time while in the office. She was still requiring oxycodone for breakthrough pain.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n101819, implanted: (B)(6) 2007, product type: accessory; product ID 8709, lot# j10911r69, implanted: (B)(6) 2001, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).